Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that about a month ago had a bladder infection and had to go to urgent care and was treated with antibiotics. Patient said that the infection was cleared however patient has started to experience bladder leakage about 3 days ago. Troubleshooting was unable to be performed as patient patient just placed implant into MRI mode and is going in to have an MRI. Patient will call back tomorrow to resume troubleshooting and review how to make an adjustment. Reviewed with patient and MRI technician. Additional information was received from the patient. They called back stating they need a new ID card. Patient also mentioned after they had a knee replacement on (B)(6) 2023 their device was no longer helping their symptoms and they were having leakage. Patient stated they had a nurse come in to work on the device to help with this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.